Event description:
Healthcare professional reported a "lap-band revision because the balloon wasn't inflating properly and there was a slit in the tubing."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."